Event description:
Valve was implanted and pressure was set at 130mm h2o. The patient did well for two weeks then presented lethargic with obstruction of ventricular catheter, decreased shunt function, and valve malfunction. There was blood in the catheter and in the valve at the time of reoperation. Resetting the valve was not an option since the proximal catheter was also obstructed. The device was explanted.